Event description:
The patient reported pain in their toes and cramping in their calf during an MRI. The patient aborted the MRI after a prolonged period. Additionally, the patient reported they have not had great relief since the MRI. The programs on the transmitter assembly have been changed, and the patient reported slight improvement. As of (B)(6) 2026, the patient stated that their overall pain level has been improved over the past week and they have been wearing it occasionally without any increased feelings of pain or discomfort.

Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, the transmitter providing therapy when the pain and cramping occurred and the patient having a non-curonix device implanted have been ruled out. Additionally, the patient having contraindicating conditions, the transmitter assembly being in use during the MRI, and the device being implanted off-label have been ruled out. A potential cause of the pain and cramping during the MRI include not performing the MRI according to the MRI requirements. The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, a CAPA is not required. Unintended stimulation/new pain issues rates will continue to be tracked and trended.